Manufacturer narrative:
The reported event for pain at the ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced restoring therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient lost weight and is experiencing pain at the ipg site. Surgical intervention will be undertaken at a later date to address the issue.